Event description:
It was reported the patients blood glucose level rose to 311 mg/dl while wearing the pod between 36 and 48 hours on the arm. It was reported that the site was slightly swollen and there was insulin leaking during wear.

Manufacturer narrative:
The device was received fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. Fluid was observed leaking out of the intended fluid path from the tear in the exposed portion of the soft cannula. It could not be conclusively determined when or how this damage occurred. During investigation, removal of the pod chassis from the bottom housing tore the soft cannula completely and shortened the soft cannula. During the investigation, a leak test was performed and an internal leak was observed in the fluid path due to the tear in the unexposed portion of the soft cannula. This leak resulted in fluid diverting from the intended fluid path. The download data contains no alarms, timeouts, or drive stalls. No other damages or defects were observed that would result in fluid leaking from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.